Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/14/2014 with the following findings:evaluation revealed that the keypad is torn over the up, down and ok buttons. All of the keypad buttons responded properly. Evaluation revealed that there was contamination found under the contrast button. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed that there was contamination under the contrast button. This report is made based on results of investigation completed on 03/14/2014.